Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b3, b5, b6, d6(b), h6.

Event description:
Healthcare professional reported right side rupture. During explant it was noted the device was intact (no rupture). The device was removed and replaced.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.